Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd emerald¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: the syringe was smudgy and unclean.

Event description:
It has been reported that the bd emerald¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: the syringe was smudgy and unclean.

Manufacturer narrative:
H.6. Investigation: bd has been provided with a sample for catalog 307736 lot 1904262 to investigate for this record. Visual examination of the sample identified the foreign matter as a large amount of silicone stuck at the stopper of the syringe. As a result, bd was able to verify the reported issue. The origin of the reported foreign matter consisted of silicone oil. This silicone oil is used to lubricate the inner part of the barrel and facilitate the movement of the plunger rod. Correct presence and quantity of silicone in the syringe is evaluated in our routine manufacturing controls. In that case, bd considers that because of some temporary issue in the siliconization process, there was an excess of silicone causing the reported nonconformance. DHR showed no indication of the alleged defect. H3 other text : see h.10.